Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely separated from the implant body due to breaks found on the four weld joints.

Event description:
It was reported that during an implant procedure when inserting the superion indirect decompression spacer, the physician heard an audible pop sound. The back portion of the spacer had been pried off when applying the sagittal wiggle to help deploy the implant. The entire spacer was removed and a new implant was successfully implanted.